Event description:
New information received states the lead was capped during device upgrade. No electrical anomalies were detected. The patient condition is well.

Event description:
During follow-up, externalized conductors were observed with fluoroscopy. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).